Event description:
Laparoscopic case was being performed with harmonic scalpel used during case. Harmonic scalpel was intact and useable at beginning of case, but was later found to have one part broken off. Prolonged search of abdomen with x-ray and laparoscope was not able to find piece. Drapes and room searched at end of case, not able to find piece.device #1is this a laboratory device or laboratory test?no.